Event description:
It was reported that the customer administered a bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to 41 mg/dl. Customer's sister fed the customer glucose tablets to address the low bg. Reportedly, the customer fell due to the lowered bg level. Additionally, it was reported that a malfunction alarm occurred. Customer's blood glucose was 70 mg/dl. The customer reverted to an alternate method for insulin therapy.